Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported flow sensor errors during set up of the device. No known reported patient involvement with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. Service testing and the operational verification procedure were performed on the gde the testing all passed. The reported event was not duplicated therefore no component root cause could be determined.